Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer from the bed to the chair one of the leg sling loop broke and the patient fell down. The facility staff was able to catch the patient. No injuries were reported to either patient or staff.